Event description:
It was reported by a customer on (B)(6) 2011, a new hps laser system was installed and during the procedure, errors 171 and 172 occurred at 120 w. Per the customer, these error did not occur at 100 w. It was reported by the customer that the laser system was re-calibrated but during the procedure, the system failed again. Per the customer, the rf and the water flow were checked and were alright. Also, it was reported that the temperature in the procedure room was between 26 and 29 degrees celsius when the laser system failure occurred. Per the customer, the laser was in high altitude and at 30 degrees celsius. Per ams technical support, it was reported to the customer that the temperature in the procedure room caused the errors. Per the customer, the physician will purchase an air conditioning unit to maintain the laser system temperature cool.